Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) veritas study, patient site ID: (B)(6) ,(B)(4). It was reported on (B)(6) 2025, a 34mm amplatzer amulet 2 occluder was selected for implant using a 14f amplatzer steerable delivery sheath. On (B)(6) 2025, it's noted via computed tomography scan that the patient had a spontaneous rectus sheath tear. The decision was made to hospitalize the patient overnight for observation. No additional information was provided.

Event description:
Clinical information: crd_1064 - veritas study, patient site ID: (B)(6). It was reported on (B)(6) 2025, a 34mm amplatzer amulet 2 occluder was selected for implant using a 14f amplatzer steerable delivery sheath. On (B)(6) 2025, it was noted via computed tomography abdomen scan that the patient had a spontaneous rectus sheath tear secondary to heparin leading to spontaneous hematoma. The decision was made to hospitalize the patient overnight for observation. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
An event of hematoma was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported hematoma could not be conclusively determined. The hospitalization appears to have been case-specific, intended for patient monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.